Manufacturer narrative:
D10: 02-012-45-4040 - lgc tibial fit tray cem sz 4f / 4t (B)(6) 02-010-01-0340 - logic femoral ps cem right sz 4 (B)(6) the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that this male patient's right knee was revised. Patient complained of pain and had a recalled insert and patella. Patient was last known to be in stable condition following the event.